Event description:
Nurse found patient with feet stuck in siderails and head torso on floor between bed and wall. Patient's left head siderail was down. Not sure if patient fell out of bed or tried to climb out. No witnesses.